Manufacturer narrative:
Investigation conclusion: a review of the product did not find any unusual trend for the reported complaint category. Root cause: insufficient information. Source: social media.

Event description:
Customer reporting 3 false positive sars results received for their daughter over the past year.. It is unknown if the consumer was symptomatic. The consumer communicated the results were confirmed negative by molecular (pcr testing). Additional consumer events are captured on separate reports.